Event description:
It was reported that the patient received multiple inappropriate shocks and presented in an emergency room, noise resulting in oversensing was noted. It was suspected that the noise was due to implantable cardioverter defibrillator, hence the device was explanted. When a new implantable cardioverter defibrillator was hooked, it was noted that the noise still persisted and was reproduced with movement of the device or patient pectoral muscle. Since the noise persisted even after replacement of the implantable cardioverter defibrillator it was concluded that noise was due to the right ventricular lead. So, the physician explanted the right ventricular lead and implanted a new system on the right side. The patient was in stable condition post procedure.

Manufacturer narrative:
Analysis was normal. No anomalies found.